Manufacturer narrative:
The account has decided not to repair this device now. The device has been removed from service and placed in storage, until such time as it is repaired. As of this report, hill-rom has not received any further correspondence regarding the status of this device. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head hi/low section has unintentional movement. No injuries were reported.